Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported by a globus medical representative that during the procedure, only two implants were misplaced while the other two were accurate. Implants being accurately placed while others were having navigational integrity issues can be indicative of excessive deflection forces or skiving. Skiving can lead to the misplacement of implants. Ultimately, the user opted to replace both missed implants freehand during the surgery, with no adverse effect to the patient reported. This evaluation has been completed without associated case logs. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained, and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the robot misplaced l2 screws after placing l3 screws perfectly.